Event description:
The customer reported that intermittently the monitors would go black, resulting in a loss of the live image. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps3 power supply voltage was adjusted, and the f1 and f2 fuses were tightened. The system was then found to be operating as intended.